Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated during investigation. A review of the pump¿s black box revealed a low-battery warning and a replace-battery alarm; there was evidence of installation of a partially discharged battery. A battery compartment crack was observed during evaluation. A battery cap was not returned with the pump; a test battery cap was used for testing. The test cap was able to secure properly to the pump. No power issues were observed during testing. The pump¿s electric current draws were found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump had experienced shortened battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.